Manufacturer narrative:
Follow up 01 of 3011683976-2023-00015.

Manufacturer narrative:
H3 - other - investigation performed on retained sample from the same batch. Internal investigation consisted of both batch manufacturing record (bmr) reviews and investigative testing. Our investigation has confirmed that ortho¿ sera anti-fyb product fd153m lot v254104 to be fit for purpose therefore this complaint is not confirmed alba biosicence reference number of this file is (B)(4).

Event description:
Customer has reported a false positive for ortho sera anti-fyb, product fd153m lot v254104, expiry 28-dec-24 in combination with multiple lots of mts anti-igg gel cards when testing one patient sample and three donor samples on their ortho vision analyzers.